Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the right common femoral artery after an interventional procedure. Reportedly, after clip deployment, the device could not be released from the anatomy. As per the IFU, a dilator was inserted into the access ports in an unsuccessful attempt to release the device. The device was subsequently pulled out of the anatomy. Although the clip was deployed, manual compression was applied for 15- 20 minutes to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned starclose device confirmed the reported difficult device removal after clip deployment. Inspection of the returned device indicated that the locator wings were bent during thumb advancer deployment due to tissue compaction that exerted a distal force on the wings, preventing the wings from fully collapsing into the delivery tubeset when the clip was fired. The bent wings subsequently caught the clip as it was fired, preventing the clip from being fully delivered to the arterial surface to close the vessel as designed. The bent wings combined with the clip caught within the locator directly resulted in difficult device removal as reported. The access ports were found to be successfully utilized to unlock the thumb advancer. The safety release was activated to collapse the locator wings to facilitate device removal; however, because the clip was caught within the locator, the wings could not collapse and the device was not released from the anatomy. Based on the investigation findings, the probable root cause for the bent locator wings that caught the clip and resulted in the reported difficult device removal is tissue compaction that exerted a distal force on the wings while in the tissue tract. Tissue trapped between the distal end of the tubeset and the locator wings can bend the wings and interfere with the clip deployment. No manufacturing or quality issues were detected review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
The customer states that a patient sample processed using the axsym toxo igg assay generated a falsely negative result of 0.0 iu/ml. The sample was repeated yielding a positive result of 20 iu/ml. No adverse outcomes were reported related to this issue.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information.